Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component.the root cause for the reported issue is unable to be determined due to physical damage caused by end user. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the vela ventilator has exhalation valve making stuttering sound and peep (positive end-expiratory pressure) values was higher than what was set. There was no information of patient involvement reported in this event.